Event description:
On (B)(6) 2012, the reporter/health care professional contacted a sales representative from lifescan (B)(4) alleging a test strip port issue with a one touch verio meter. The sales representative, in turn, contacted lifescan canada to report the alleged issue. The reporter claimed that a test strip broke off inside the meter's test strip port. The reporter claimed that a test strip could no longer be inserted into the meter because of the alleged issue. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had a test strip port issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k110637.